Manufacturer narrative:
Additional information was added to h3, h4, h6, h10. H4: the lot was manufactured from september 09, 2020 - september 10, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye noted blood in the non-baxter needle attached to the device distal luer. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor lv (large volume) did not flow; this was described as ¿the drug in infusor was not seen the flow and the blood is refluxed¿. This was identified during set-up. There was no patient injury or medical intervention associated with this event. No additional information is available.